Event description:
The end was bent at bit clamp release site. There was no adverse consequence for any pt or delay in surgery or anesthesia time reported.

Manufacturer narrative:
Eval summary: the MFR eval suggests the damaged to be caused by misuse of the device.